Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called in for daughter, who uses the product. She stated that after wearing pod for 2 days her daughter's blood sugar was "extremely" high. She changed the pod, and noticed that the cannula was bent. She then was able to activate a new pod and no further issues were reported. The caller stated that she would return the device involved for evaluation.